Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at centrolateral position. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. The clip was stable on anterior leaflet. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.